Manufacturer narrative:
The device was not returned for evaluation. A photograph of the sling was provided; however, examination of a photograph or the device will not conclusively confirm or disprove the report of obstruction, pain/dysuria, hematuria/cloudy urine. Quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the patient had an altis sling implanted on (B)(6) 2020, with complications including obstruction with bladder pain and hematuria, which have been identified for over a year. After a complete evaluation, the patient suffered from severe dysuria with residual urine and cloudy urine, which largely explained her condition. Removal of the sling was performed via the vaginal route.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.